Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. Vascular access were obtained via the right and left leg. Target lesion number 1 was a stenosis in the iliac vein. Target lesion number 2 was an in-stent restenosis of a previously implanted wallstent in the inferior vena cava. The target lesion number 1 was treated with two wallstents. Post dilation was then performed with two 16-4/5.8/75 xxl¿ esophageal balloon catheters inflated at 4 to 5 atmospheres, respectively. However, both balloons ruptured upon inflation and were eventually removed. The target lesion number 2 was then treated with another two 16-4/5.8/75 xxl¿ esophageal balloon catheters, respectively. However, both balloons also ruptured upon inflation with noted pinhole leaks. The devices were easily removed in all instances and the physician was satisfied with the result. The procedure was then completed. No patient complications were reported and the patient's status was fine.